Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment and surgical intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to a grade of 2. On (B)(6) 2022, the patient returned to the hospital with shortness of breath. Echocardiography was performed and showed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. A second mitraclip procedure was then performed to stabilize the slda. One clip was implanted, reducing mr to a grade of <1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported dyspnea and recurrent mitral regurgitation (mr) are cascading events of the reported slda. The reported patient effect of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.